Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during implantation of a left olecranon with 2 holes plate, the surgeon proceeded to place the screws that go to the olecranon head which locks in variable angle of 4 screws, but only 1 is locked. Surgeon verified surgical technique several times; however this failure continues to persist. It was observed that when the screw was placed, it jumped whenever it came into contact with the plate and did not lock to it. The screw heads were damaged. Thus the 4-hole plate was used and the screws were locked with no further issues. The procedure was delayed for a few minutes. There was no patient impact. This report is for one (1) unknown locking screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: a photo investigation was performed based on the provided photo. The image was reviewed, and the complaint condition is not confirmed. After the review of the photo provided, it was not found any defect on the alleged device. Photo provided has not enough quality and does not provide enough information to detect and confirm reported event. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.